Event description:
The instrument tip broke off in the patient during surgery. The surgery took an extra 1/2 hour to locate the broken tip. No patient injury was reported. Intervention was required to locate the broken tip.